Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg quantum maverick, mr 3.0mm x 15mm balloon catheter was returned for analysis. Visual and tactile inspection identified no issues with the hypotube profile. Visual and tactile inspection identified no issues with the shaft polymer extrusion. A visual and tactile examination of the balloon revealed a tear in the balloon. A microscopic examination of the balloon tear noted that it was a longitudinal tear 1.5cm proximal to the distal tip and 1cm in length. A microscopic examination of the polymer extrusion noted that the inner wire lumen was kinked 1mm proximal to the proximal markerband. A microscopic examination of the distal and proximal markerbands identified no damage. A microscopic examination of the distal tip showed no signs of damage. A digital multimedia file was provided by the customer; however, no information was provided within the file.

Event description:
Reportable based on device analysis completed on 15dec2025. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of same device. The patient was in stable condition post-procedure. However, returned device analysis revealed that balloon had a longitudinal tear.